Event description:
The patient experienced several electrocutions and zapping at different stores prior to 2012. Over a year ago, she felt like she walked into a brick wall once reached the store (B)(4) theft detector. She fell unconscious to the back of her head and smashed her head on the floor. Her system had burned out from top of head to the battery in the back. It felt like a bomb went off. She did not know how she got to the hospital. It was clarified that the theft detector was what burned out her system. Additional information has been requested.

Manufacturer narrative:
Product ID 3587a25 lot# n113741, implanted: 2007 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3587a25 lot# n113741, implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).